Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm (B)(6) 2024. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. On the same day, it was reported by web self-service that the patient experienced inaccurate cgm values. According to the report, the patient went through 6 sensors from (B)(6) 2024 due to wrong readings (please see related complaints). The patient reportedly went to the hospital on (B)(6) 2024 for dka. The patient noted that the inaccurate readings prevented her from dosing her insulin properly. The patient's physical symptoms were not documented. The egv was 117 mg/dl and the bg was 600 mg/dl by the patient at an unspecified moment. The patient was transported to the hospital by paramedics. At one point, the bg was 229 mg/dl while the egv was 110 mg/dl. The dka was treated with 24 hour insulin IV drip. The patient was hospitalized (B)(6) 2024. The patient's condition at time of the call was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.